Event description:
It was reported that during a physical therapy session, the patient when into vt/vf episode requiring external defibrillation. The patient had fallen during the episode. Spikes were seen on the ECG, but no ventricular capture. Device data shows lead impedance was high on the day of implant, but subsequent values were acceptable. Lead damage or dislodgement was suspected and may have occured during the vf/vt external defib intervention. The ipg and lead were explanted and an ICD was implanted. No further patient complications have been reported as a result of this event.